Manufacturer narrative:
Isi has not received the mcs tip cover accessory involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. No related system errors were found to have occurred during the surgical procedure. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the mcs tip cover accessory fell inside the patient and was not retrieved. At this time it is unknown what caused the tip cover to be lost and if the tip cover accessory was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a monopolar curved scissor (mcs) tip cover accessory was lost in the patient. At the time the event occurred, the surgical staff had completed the robotic portion of the procedure. The surgical staff used laparoscopic tools to search for the tip cover accessory. The surgical procedure was completed with no patient injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted total malignant hysterectomy surgical procedure, a tip cover accessory was found to be missing. The mcs instrument was removed from the patient and the system as the surgeon had completed use with that instrument. A needle driver instrument was inserted to complete the robotic portion of the procedure. It was not noticed that there was a tip cover accessory missing until an or tech observed the instrument outside the sterile field after use. The tip cover accessory was not located internally (within the patient visibly or via post-operative x-ray) or externally (within the operating room or operating room debris). There was no report of intra-operative or post-operative complications. The procedure was completed with no reported patient injury.